Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 413 mg/dl. The customer stated that it is common for bg level to be elevated following a supply change. The customer stated that a bolus, via the pump, would be used to address bg level. The customer declined to perform a system check with tandem technical support and stated that they were aware of the cause of the elevated bg level.